Event description:
It was reported that the stapler failed to stay together as the anvil was attached to the trocar spike. The stapler therefore was not fired. The surgeon used another stapler and did not have a complete donut; so they gave the patient a temporary colostomy. It will be reversed. The product specialist reported that she has inserviced the surgeon, that the anvil does not lock until it is approximately a cm away from closing, therefore must guide it down. Procedure was extended 2 hours and the patient required a protective colostomy.